Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 9196589, medical device expiration date: 2024-07-31, device manufacture date: 2019-07-15. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (slippery) on lot # 9196589. This is the 1st related complaint for shield does not detach on lot # 9196589. This is the 1st related complaint for needle hub separates on lot # 9196589. This is the 1st related complaint for shield separates on lot # 9196589. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (slippery), shield does not detach, needle hub separates, shield separates) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Level a event no DHR or qn review is required. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 200bx ca cap and needle came off of the syringe making it unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no.: 324702 batch no.: unknown. It was reported that the syringe barrels are slippery and the caps are very hard to pull off. It was also reported that the cap and needle have been coming off of the syringe. Per phone call with pharmacist several boxes of insulin syringes have had barrels slippery that are hard to hold on to as well as caps that are very hard to pull off, requiring twisting and hard pulling. Also, the cap and needle are coming out of the hub, not happening during patient injection but during use. No injury/hospitalization/delay to treatment.